Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 573 mg/dl. The customer reported possible under delivery. The customer¿s blood glucose level was 486 mg/dl at the time of the incident. The customer treated for the high blood glucose level with manual injections. The customer¿s current blood glucose level is 600+ mg/dl. The customer did troubleshoot the issue. The customer did not require assistance from emergency response team. The customer¿s blood glucose level this morning was 92 mg/dl. The insulin pump will not be returned for analysis.